Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet became unresponsive with a blank display despite being approximately three-quarters charged and placed on the charger, and attempts to wake the device by holding the wake/sleep button were unsuccessful; a replacement ilet was shipped and the user was instructed to use backup therapy, continue cgm use, shut down the device to avoid alerts, and return the original device. Symptoms included no reported adverse health effects and no impact on blood glucose. Outcomes included transition to backup therapy and replacement device shipment with return logistics provided. Investigation included remote troubleshooting steps and logistics review for replacement and return. Investigation of this device revealed a suspected device malfunction related to the user interface and power/display function, consistent with a sleep/wake button unresponsive condition. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device evaluation.